Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer failed. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-oct-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 3.2 in the auxiliary cabinet was not detected on pyxibus. A field service engineer (fse) performed a 15 minute power cycle with no change and replaced the interface controller card, but the drawer was still not detected on boot. The fse then completed a full drawer tear down and inspection, during which the interface controller card, retractor band, and both position sensors were replaced. The fse uninstalled the drawer assembly, removed and cleaned all trays, removed the foil, and reseated all internal and external connections. After removing the foil, the fse installed a new interface controller card. The fse then power cycled and rebooted the station, and the drawer was successfully detected on the bus. The system functioned as intended after the field service engineer repaired the device.